Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect havab- igg results while using reagent lot 95381li00. No specific data was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
This follow up MDR is being submitted to include the following statement, which was inadvertantly left out of the initial MDR. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 6l27 (havab-g). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is elevated complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical specificity file kit test data for lot number 95385li00 (which contains the same bulk components as lot number 95381li00) were reviewed. Retained kits of architect havab-igg reagent, list number 6c29-27, lot number 95385li00 were calibrated on three different instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, 3 replicates of negative control were tested on each instrument. All negative control values met specifications and the results were in the typical range and no false reactive results were obtained. All generated data demonstrate that the performance of lot numbers 95381li00/95385li00 is not compromised. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Based on the available information, no product deficiency was identified.